Event description:
It was reported that a patients infusion rate had been changed to 90 ml/hr. However the next day during rounding, the rate was left at 90 ml/hr which led to an unintended administration rate. There was patient involvement but no harm. Per customers report: "patient was receiving intralipid 20% fat emulsion (soy-based) infusion at 11.2ml/hr per order. Lipid pump continuously kept beeping for "occlusion patient side." After assessing the lipid line for kinks or positioning issues, bedside rn disconnected the lipid line from the patient to be able to flush the PICC directly w/ nss. No difficulties noted while flushing the PICC line. Bedside rn then took the lipid line (while still disconnected from patient) and changed the pump rate from 11.2ml/hr to 90ml/hr to assess if there was pressure of lipids backed up in the tubing itself. Lipid line began to flow easily without issues, so bedside rn paused the pump, reconnected the line to the patient, and restarted the pump. However, bedside rn mistakenly forgot to change the rate back from 90ml/hr to the original 11.2ml/hr. It ran this way for an hour. After bedside rn discovered the error, the lipids were turned off and np was immediately contacted. No interventions were ordered. But np advised to restart lipids based on how many hours later the patient would have received the same volume that was given during the hour of the increased rate."

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.